Manufacturer narrative:
Block h6, method code 86, was assigned as no product was returned for testing.

Event description:
On the second inflation of the catheter balloon inside the left renal, the balloon burst. The catheter was removed and replaced with another of the same make to complete the procedure without pt injury or further complications being reported.